Manufacturer narrative:
Medical records have been requested from the physician. Investigation in process.

Event description:
On (B)(6) 2009, the pt underwent a surgical procedure where a cancello-pure 12mm evans bone wedge xenograft was implanted. At an unk date, the graft was removed for unk reasons.